Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that the patient was exposed to anesthesia for a longer period. How much longer? Was there any patient consequence as a result of the longer anesthesia? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the stapler fired but there was only the cut without the stapling. Therefore the stapler and the load were replaced because we didn't know where the problem was. The doctor reported that at the third firing, with the first blue load the stapler cut but did not staple. It was necessary to suture faster and make one more shot. The patient was exposed to anesthesia for a longer period.

Manufacturer narrative:
(B)(4). Batch # n57e3x. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The reload (b) was received fully fired. The reload (c) was received fully fired with the pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process cartridge b: batch: n56k5x; cartridge c: batch n56h6d